Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 23jul2020.

Event description:
The customer reported that the ventilator failed with air valve liftoff failure. The field service engineer (fse) was able to verified the reported problem. The customer reported that the unit was not in use on a patient. The fse replaced the blower assembly to address the reported problem.